Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage was confirmed at or around the snaplock adapter during use on a patient. As a result, the catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). A device history record review was performed on the snaplock adapter and the epidural catheter with no relevant findings. The customer reported a leak was seen around the snaplock adapter. The customer returned one snaplock adaptor, one flat filter and one epidural catheter (reference files (B)(4). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed other remarks: to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected coming from the snaplock adapter or catheter. The reported complaint of the snaplock adapter leaking could not be confirmed based on the sample received. A device history record review was performed on the snaplock adapter and the epidural catheter with no evidence to suggest a manufacturing related cause. The returned sample passed a functional leak test. There were no functional issues found with the returned sample. (B)(4).

Event description:
It was reported that leakage was confirmed at or around the snaplock adapter during use on a patient. As a result, the catheter was replaced by a new one.